Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's handle and screen were broken. Analysis also indicated that the stylus was not able to select. These parts were replaced and the software was reloaded and updated. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was cracked, the handle was broken, and was unable to install a software update. The programmer was returned to service. There was no patient involvement.